Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving inappropriate atp and hv therapy due to supraventricular tachycardia. Stored episodes of non-sustained rv oversensing due to post paced t wave oversensing were also noted. Programming changes were recommended. Patient condition was stable after the event and will be monitored with routine follow ups.

Event description:
New information received states that during follow-up, post paced t wave oversensing was once again observed. The device was reprogrammed.